Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed; however, high pacing impedance was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
The patient presented for a scheduled procedure. During the procedure it was noted that the lead exhibited high impedance after deploying the helix. Under fluoroscopy it was noted that the helix retracted on its own. The lead was not used, and a new lead was implanted. The patient was in stable condition post-procedure.